Event description:
It was reported that a pericardial effusion with cardiac tamponade occurred. A watchman access system (was) was positioned and a 24 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. Upon full recapture of the closure device, a perforation and pericardial effusion with cardiac tamponade were noted. A pericardiocentesis was performed. Patient was eventually sent to surgery for a laa ligation. Patient is stable.